Event description:
The customer reported multiple motor error alarms during the rewind process. The customer also stated that the insulin pump was exposed to an MRI scan. The displacement test could not be conducted due to the motor error alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder signal.